Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a sigmoid resection procedure, the jaws of the device locked-up and would not open while cutting bowel on the 5th or 6th pass. It is not clear if or how they were able to open the jaws or how the device was removed from tissue, but it was reported that they decided not to use the device and went to a cut, clamp and tie method. The device was not on vessels at the time the jaws locked up. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Added additional information: the device was received in good condition. The jaws opened and closed normally. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) there were no issues with the jaws opening or closing during functional testing.